Event description:
Plaintiff alleges that her exposure to latex gloves has resulted in a severe and irreversible latex allergy. She alleges that she has suffered severe emotional distress and an inability to engage in her normal activities. She also alleges suffering physical injuries, including but not limited to urticaria, hives, allergic rhinitis, itchy and watery eyes, and dyspnea, and other physical injuries, as well as great despair and loss of enjoyment of life. Husband of the client alleges loss of consortium. Plaintiffs and their minor children allege loss ot consortium.